Event description:
It was reported that the catheter could not be stretched after being bent. It was also reported that the catheter was safely removed from the pt, and the procedure was completed without any pt consequences.

Manufacturer narrative:
Info provided by the customer, as well as preliminary inspection of the returned catheter did not indicate a reportable malfunction. However, upon concluding the evaluation of the complaint product on 04/25/08, it was discovered that the catheter failed deflection test due to jammed deflection mechanism, causing the tip of the catheter to remain in a deflected position. All unused distributed variable lasso catheters (d-12370-xx) have been removed from the field. Recall # 9673241-03/25/08-001-r- variable lasso catheter (d-1237-xx) recall. A corrective action has been opened to address and resolve this issue.